Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.

Event description:
It was reported that a pt presented in the operating room for device replacement. The right ventricular lead expiration date had already passed. The physician chose to implant the expired lead despite being aware of its use-before-date.